Event description:
A customer reported that a blade was not cutting deep enough during a cataract with intraocular lens implant procedure. The case was completed with no harm to the pt.

Manufacturer narrative:
A sample has been received but has not yet been evaluated. The device history record (DHR) for the lot was reviewed. Functional sharpness test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. A root cause has not been identified. (B)(4).